Event description:
It was reported that air embolism occurred. The patient died. A left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac) sedation, using intracardiac echocardiogram (ice) imaging. Bilateral venous access was obtained and ice probe inserted, with a 16fr 13cm sheath placed on the right side as a working sheath. Transseptal puncture was completed. The ice probe was moved on the left side to obtain baseline images and the, and a watchman fxd double curve access system (was) was inserted and advanced. The dilator of the was removed, and no blood was observed. Air was noticed on ice imaging in the left atrium and left ventricle. No air was visualized in the was. St elevation was immediately noted and the rhythm degraded into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated, the patient intubated and converted to general anesthesia. CPR maintained for 35 minutes with multiple shocks performed with a defibrillator. The patient was pronounced dead. The official cause of death is unknown.

Event description:
It was reported that air embolism occurred. The patient died. A left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac) sedation, using intracardiac echocardiogram (ice) imaging. Bilateral venous access was obtained and ice probe inserted, with a 16fr 13cm sheath placed on the right side as a working sheath. Transseptal puncture was completed. The ice probe was moved on the left side to obtain baseline images and the, and a watchman fxd double curve access system (was) was inserted and advanced. The dilator of the was removed, and no blood was observed. Air was noticed on ice imaging in the left atrium and left ventricle. No air was visualized in the was. St elevation was immediately noted and the rhythm degraded into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated, the patient intubated and converted to general anesthesia. CPR maintained for 35 minutes with multiple shocks performed with a defibrillator. The patient was pronounced dead. The official cause of death is unknown.

Manufacturer narrative:
D4: unique identifier (UDI) # corrected from (B)(4) to (B)(4).